Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced feeling lethargic presented in clinic. Upon investigation, the pacemaker was noted with far-r oversensing. Programming changes were discussed. The patient was discharged from the clinic.